Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information received: videos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during lobectomy surgery, when severing lung tissue, after fired, noted the staples malformed. Changed another two reloads and all had issue. Changed to new one to complete surgery. There was no patient consequence reported. Pno additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2021. Two videos received. During the visual analysis of two videos, the following was observed: the videos show a staple line on the tissue with bleeding on it and a surgical instrument was noted to sterilizing this area. However, no malformed staple could be observed on the tissue. Based on the videos reviewed, the event describe cannot be confirmed, since no malformed staple could be observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.